Manufacturer narrative:
The reported issue that the device is not receiving information if in low battery or not plugged into ac outlet could not be confirmed; no product or device logs were returned for investigation. Per engineering the pcu network communication would only shutdown when the pcu is in a "battery discharged" (lb3) state; communication would resume once the state changed back to very low battery (lb2) or low battery (lb1) state; because the customer could not supply additional information, device or associated logs this issue could not be investigated further. No device history or qn search was performed since no source device serial number was reported by the customer. Based on the reported issue the pcu would have been the source device; interop communication only occurs with the pcu device within the alaris infusion system. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device is not receiving information if the it low battery or not plugged into ac outlet. The nurse stated that the cmc is not scanning the information into the alaris system and they are having to manually program the infusion on the IV device if the IV device has a low battery and is not plugged into an ac outlet. There was no patient harm.